Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This device is part of the battery performance alert advisory and awaiting explant. The patient had no reported symptoms.

Event description:
New information notes the patient was brought into the emergency room on (B)(6) 2020 and the device was explanted the following day. There were no complications and the patient was well following the procedure. The patient presented for a post op visit (B)(6) 2020 and was doing well.